Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a broken trunk cable connector and a damaged cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the trunk cable connector was broken and the cable connecting ECG c to ECG d was cut. The root cause for the broken connector could not be positively identified, but the damage likely resulted from excessive force on the connector. The root cause of the cut cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged electrode belt. The last patient to use this belt did not report any deficiencies.